Event description:
The tablet serial cable was received for analysis on 12/28/2015. Product analysis on the tablet serial cable was completed and approved on 01/11/2016. An analysis was performed on the returned usb to db9 cable and a disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the physician's office was having issues communicating with patient's devices when using the tablet with 10.0 software. They were able to use additional devices so no patients were affected at those times. Troubleshooting was performed and it was identified that the serial cable was the issue. The serial cable is expected to be returned but has not been received to date.